Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station needed to be reset. The technical support specialist examined the station and configured it to display re-admit records. They then conducted a search and located the visit ID. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the patient was not crossing over to the station the customer reported that the malfunction resulting in a delay of approximately two hours, which impacted one patient care. There were no adverse events or injuries reported based on this incident.